Event description:
It was reported that following an unspecified procedure, a tech was "sprayed" with blood. After the procedure had been completed, the tech began flushing the super sheath; the device was disconnected, and the valve was opened to begin flushing. The tech stated that he was unaware of the "spray" until after the flushing had been completed. The tech continuously flushed the face area with soap, water and a chloral solution. No other injuries or complications were reported. The tech status was stated as "fine".

Manufacturer narrative:
The device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).